Event description:
It was reported that during da vinci assisted inguinal hernia surgical procedure, the needle driver instrument was stuck on the arm 3. The surgeon was not sure if it was stuck on the cannula tip. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the carriage was fully retracted; the customer was not sure. The customer stated that the tip was at an angle and they used an instrument release key (irk) but it did not help. The tse advised that the irk is only to release tissue from the jaws. The tse advised that the instrument may be stuck on the sterile adapter and that a kelly clamp can be used to remove. The tse asked to identify the square notches on the side of the instrument but the surgeon could not see them. Eventually the customer was able to remove instrument and cannula from the patient. The customer re-docked cannula and installed instrument. The surgeon planned to perform an x- ray to ensure no part of the instrument is missing. The customer stated it looked intact. The procedure was completed with no reported injury. The customer called in about a piece of the instrument coming off. An isi tse worked with customer to ensure pieces were accounted for. The field service engineer (fse) confirmed that system was in use with no issues. An isi tse followed up with the initial reporter and obtained the following additional information: the needle driver instrument got stuck.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument stuck, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse confirmed with the customer that system was in use with no issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that a fragment from the instrument possibly fell inside the patient during a da vinci assisted procedure and the surgeon intended to perform an x-ray to verify the potential fragment. At this time, it is unknown what caused the issue to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.